Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-51- user mechanical stress (possibly dropped, broken, mishandled). (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that they received the replacement product however they didn't start to use it yet. No symptoms or medical attention reported since the last call. Unable to contact customer again on several call backs. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter. Pharmacist is calling on behalf of the customer. At the time of the call, the customer reported not feeling well and that she was sweating. Medical attention was not needed at the time of the call. The truemetrix meter did not turn on when a test strip was inserted or by manually pressing the "dot" button. Customer stated the meter would only turn on when the battery door was held. The customer was using the correct test strips and test strip and battery were inserted correctly. The test strip lot manufacturer's expiration date is 03/18/2020 and open vial date was undisclosed.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-25 strip inserted backwards or upside-down test strip UDI#: (B)(4). Note: manufacturer contacted customer on 10/19/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that they received the replacement product however they didn't start to use it yet. No symptoms or medical attention reported since the last call. Unable to contact customer again on several call backs. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter. Pharmacist is calling on behalf of the customer. At the time of the call, the customer reported not feeling well and that she was sweating. Medical attention was not needed at the time of the call. The truemetrix meter did not turn on when a test strip was inserted or by manually pressing the "dot" button. Customer stated the meter would only turn on when the battery door was held. The customer was using the correct test strips and test strip and battery were inserted correctly. The test strip lot manufacturer's expiration date is 03/18/2020 and open vial date was undisclosed.